Manufacturer narrative:
(B)(4). The device investigation was completed on 27-apr-2016. The regional service center (rsc) service log review revealed an injector module failure alarm which aligns with the time of the reported complaint. A thorough investigation was performed with the original injector module reported at the time of event in conjunction with the device. There was no physical damage or deficiency found with the injector module inlet which was reported as possibly loose. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was undetermined, as there was no confirmed deficiencies. This condition will be tracked and trended under the company's quality system.

Event description:
On (B)(6) 2016, a respiratory therapist (rt) from the united states called mallinckrodt customer care to report a an injector module failure alarm ith inomax dsir (B)(4). The device was in use on a patient at the time of the event. The reporter stated that the patient was transferred from another hospital. The patient was started on inomax on (B)(6) 2016 at 21:37. The patient was on drager avita ventilator, simv volume control with pressure support, fio2 75%, rr 20, vt 40ml, ps 10cmh2o, peep +12cmh2o, I-time 0.6sec at the time of the issue. At 8:30am on (B)(6) 2016 during delivery of a routine aerosol medication treatment, with albuterol 2.5mg/nss via the aerogen nebulizer q4, the reporter stated the patient became agitated and appeared to require suctioning. The reporter stated that at 8:31am the bedside staff pre-oxygenated the patient with 100% oxygen and utilized a ballard in line suction catheter to clear the airway. The reporter stated that during the procedure the injector module failure alarm sounded on the inomax dsir plus unit. Per the reporter, the patient became bradycardic. The heart rate dropped from 125 to 44 with the oxygen saturations decreasing from a base line of 97% to 54%. The staff immediately (within 15 seconds) manually ventilated the patient using the inoblender with 100% oxygen and increased the no dose from 40ppm to 80ppm for approximately 10 minutes before the oxygen saturation returned to 94% by 8:40am. The reporter stated that when the oxygen saturation dropped the bedside rt assessed the patient and discovered poor chest rise and decreased breath sounds. The patient was then sedated with morphine 0.05mg/kg and roncuronium 1mg/kg to calm the agitation. Once sedated, the patient was again suctioned and became easier to ventilate, with better chest rise. The reporter stated the sedation definitely helped the patient stabilize as the hr increased and oxygen saturation returned to baseline post sedation. The dsir unit was replaced with a second unit and the patient returned to the ventilator by 8:50am, with an increased set fio2 of 100% and increased set respiratory rate of 35bpm. The nitric oxide was subsequently weaned to the baseline value of 40ppm by 9am. The patient remained on the elevated fio2 of 100% and increased respiratory rate for several hours as the ventilator settings were slowly weaned toward the baseline values. The reporter stated the episode lasted approximately 30 minutes and that the change in patient condition was possibly related to the withdrawal of no associated with the injector module failure. The reporter stated the heart rate and oxygen saturation is resolving as of 15:00et on (B)(6) 2016. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation.